Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device. The following information was provided by the initial reporter. The customer stated: "when checking before opening the package, it was found there were blood stains and traces of use at the connection of blood return window and blood collection vessel."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on the device. The following information was provided by the initial reporter. The customer stated: "when checking before opening the package, it was found there were blood stains and traces of use at the connection of blood return window and blood collection vessel."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 4 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for foreign matter was observed. A red foreign matter could be seen in the flashback chamber. The nature and origin of the foreign matter could not be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Only green liquid is used during the inspection process of the flashback needles.